Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time and date, and customer resumed insulin therapy. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer did not consume enough food and delivered a larger bolus than needed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.